Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cadd-solis vip ambulatory infusion pump had a lifting dso seal during testing which will allow fluid ingress into the pump. It could lead to interruption of therapy and serious injury to the patient. There was no patient involvement, and no harm reported.